Manufacturer narrative:
Date of event - estimated as it was noted occurred in spring 2022. Implant date- estimated as it was noted occurred in spring 2022.

Event description:
It was reported via social media that pleurisy occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. Following the procedure, the patient developed pleurisy and experienced breathing difficulties. The patient was prescribed medication and was hospitalized for two days before being discharged. No further complications were reported.